Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomenon was reproduced. It was determined that ¿error coding e224 due to cable malfunction¿ occurred because of cable malfunction identified in the repair department. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the 4k autoclavable camera head caused an error e224 (scope communication error- unable to recognize subject). The customer reported the error occurred when device connected to a camera head. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed during testing; the device was giving this error code due to a faulty cable. In addition, the rear cover and labels were faded. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.